Event description:
Rn hung a new bottle of propofol at 1718. It was running at 20mcg/kg/min (11.9ml/hr). At 1835 the IV pump was alarming "air in line". The bottle of propofol was empty. Review of infusion pump programming prior to administration revealed all appropriate steps were followed by nursing staff. Pc unit and channel were immediately removed from service.